Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or a cycler set defect reported for the event. The patient did not report any cassette leak. The patient also stated there was no breach in aseptic technique; however, the initial culture result of gram-positive cocci accounts for bacteria that colonizes the human nasal cavity, skin, fingernails, and oral cavity. Gram-positive cocci account for the most frequent causes of pd-associated peritonitis. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a peritoneal dialysis (pd) patient contacted fresenius customer service. The pdrn reported that the patient had peritonitis and the cause was unknown. Additional information was obtained through follow-up with the pdrn. The patient contacted the pdrn on (B)(6) 2020 and reported that the pd effluent was cloudy. The pdrn instructed the patient to go to the pd clinic where a pd effluent culture was obtained. The patient was diagnosed with peritonitis and initiated on intraperitoneal (ip) antibiotics. The patient was administered one dose of ip vancomycin 2g and ip ancef 2g daily. The pdrn reported that the antibiotics will be adjusted according to the final culture results. The culture was sent out to the lab on (B)(6) 2020. The initial results are positive for gram-positive cocci (no organism identified to date). The cause of the peritonitis is unknown. The patient did not report any cassette leak or breach in aseptic technique related to this peritonitis event. The patient did not require hospitalization and continues to complete pd therapy utilizing the liberty select cycler. No additional information was available.